Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported bd venflon¿ pro safety IV catheter had a needle to go through the catheter. The following information was provided by the initial reporter: "during the insertion of the device I noticed a strong impossibility to proceed with the positioning of the cup. I removed the cup and I noticed that the plastic cannula was fixed at about half of its length making the needle come out."

Event description:
It was reported bd venflon¿ pro safety IV catheter had a needle to go through the catheter. The following information was provided by the initial reporter: "during the insertion of the device I noticed a strong impossibility to proceed with the positioning of the cup. I removed the cup and I noticed that the plastic cannula was fixed at about half of its length making the needle come out."

Manufacturer narrative:
H6: investigation summary one photo was received by our quality team for evaluation. From the photo, the needle was observed to be pierced through the catheter. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. The manufacturing process was reviewed. There is a 100% online automated vision inspection system that can detect and reject product not meeting the lie distance requirement. If the needle pierced through the catheter in the manufacturing process, the defective part would be rejected by the automated vision inspection system as the product will not have any lie distance. Therefore, the probable root cause for the reported defect could be due to the user having partially withdrawing the needle from the catheter and reinserting the needle into the catheter, causing the needle to pierce through the catheter and damage the catheter. H3 other text : see h10.